Event description:
It was reported to philips that while in use during a cardioversion procedure on a pt with ventricular tachycardia, the defibrillator did not apply a shock twice at 70 joules while in sync mode. It was attempted a third time and the device applied a shock at 70 joules but it did not detect the qrs waveform. The customer reported that, as a consequence, the defibrillator discharged without detecting the qrs waveform of the pt and the pt had a ventricular fibrillation when he received the shock on the t-wave. Once in ventricular fibrilation, the pt was defibrillated at 200 joules and recovered. There was no negative pt impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.